Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported she did not use her pd cycler for one month due to surgery. Follow-up with the peritoneal dialysis registered nurse (pdrn) indicated the patient underwent hernia surgery on (B)(6) 2016. As a result a back-up access catheter was placed for the patient to begin back-up hemodialysis treatments while recovering from the hernia surgery. The type of hernia was unspecified. As of (B)(6) 2016, the patient's signs and symptoms of hernia have resolved and the patient continues hemodialysis treatments in-clinic.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.